Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted and replaced due to entering in safety mode. Additionally, the patient was found to be experiencing palpitations. This device is expected to be returned for analysis. No further adverse patient effects were reported